Event description:
A malfunction alarm occurred when the caller was in the middle of the cartridge change process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reoccurs.